Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was too hot. When the patient charged their ins the implant site would get hot and uncomfortable. They were unable to charge their device for longer than three hours because of it. The spacer was used when charging but even with that their skin burned. It was noted that their ins was implanted just below their waist and that they were thin. They were unable to tell that there was burning during charging but it was when they took the antenna off that their skin was on fire. They felt like they needed to peel the antenna off because it almost stuck to their skin. The patient used to clean their skin with soap, water and alcohol to get a good connection but they had stopped doing that because the skin was too sensitive there and it was reddened with burns. The thermometer icon was not seen when recharging and they did not think the issue was in relation to the broken recharger belt. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.